Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported expulsion (complete clip detachment) was unable to be determined. The reported foreign body in patient and embolization are cascading events of the reported expulsion. The reported patient effect of embolism, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a complete clip detachment. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue, reducing mr to grade 1-2. On (B)(6) 2023, the patient returned with a complete clip detachment. The clip was found in the apex of the left ventricle. The patient will be having surgery to remove the embolized clip and repair the mitral valve. No additional information was provided.